Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose was 50 mg/dl and 60 mg/dl at the time of the incident. The customer was treated with juice. It was reported that they had needle anomaly and it was the sensor was broken and was not inserted. The customer declined troubleshooting for high and low blood glucose. The sensor will be and insulin pump will not be returned for analysis.